Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the wound at the ipg site was not healing. As such, the physician washed out the ipg pocket with antibiotics and irrigation and placed the ipg back in the pocket on (B)(6) 2023. Reportedly, the site is healing. Dos (B)(6). 2023 physician (B)(6) .